Manufacturer narrative:
Concomitant medical products: 6947-65 lead implanted (B)(6) 2007, 5076-45 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was low. It was also noted that the impedance had been chronically lower, and only briefly measured below the threshold to trigger an alert. The lead remains in use. No patient complications have been reported as a result of this event.